Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm and check settings alarm. The customer reported that the insulin pump reset the time and date. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery out limit alarm occurred during normal use. The insulin pump will not be returned for analysis.